Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit failed k6, k6a, k7, k8 leak test. There was no patient invovlement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11 corrected data: d9

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, h2, h3, h6, (component code, investigation findings, investigation conclusion, type of investigation), h11. Sys98xt upgraded to cs300. A getinge field service engineer (fse) upon troubleshooting found that drive manifold was causing unit to fail test 3 during k6, k6a, k7, k8 leak test. Fse replaced the drive manifold assembly (d104-00-0018). Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 09 dec 2024. The failure analysis and testing dept. Received part number 0104-00-0018 drive manifold serial number (B)(6) with a reported unit failure of fails test #3 of k6,k6a,k7,k8 leak test. The failure analysis and testing dept. Performed a visual inspection and found a white residue which is consistent with saline. For this complaint a microscope was used to verify the saline. Due to the saline on the drive manifold the fat dept. Will not investigate this complaint any further. Probable cause of the drive manifold failing the leak test is the saline spill. Retaining the drive manifold in the fat dept. Per procedure number 0002-07-d008 rev. Due to the saline on the drive manifold.

Event description:
Na.

Manufacturer narrative:
Updated: b4, g1(contact person ¿ mfg site), g3, g6, h2 and h11. A getinge field service engineer (fse) upon troubleshooting found that drive manifold was causing unit to fail test 3 during k6, k6a, k7, k8 leak test. Fse replaced the drive manifold assembly. Fse also replaced safety disk as it was expired. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use.

Manufacturer narrative:
Updated: b4, g1(contact person ¿ mfg site), g3, g6, h2 and h11. Corrected: d1, d4 (version or model #, catalog # and serial#).